Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive. The keypad cover was removed and evidence of contamination was observed under all of the key contacts. Unrelated to this complaint, the display screen was dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked. Furthermore, the bumper pads were cracked and peeling.

Manufacturer narrative:
Product analysis revised the original results of the investigation on (B)(6) 2016 with the following findings: the results of the product analysis previously reported indicated that the pump¿s bumper pads were cracked and peeling. This damage to the pump casing is cosmetic and unrelated to the original complaint.

Manufacturer narrative:
Follow-up #1.correction submitted on 07/03/2014: this report originated in the united states, not in new zealand. The reporter is the consumer, identified in section e1 of the initial report.